Event description:
Severe eye pain, excessive tearing, sensitivity to light, redness in right eye. Patient is a contact lense wearer that uses complete moisture plus solution which we just found out had a voluntary recall. We called our ophthalmologist who called in a rx for antibiotic drops suspecting that she might have a scratch or infection. Used daily, 2005 - 2007.